Event description:
After wearing the gloves for ten minutes, rptr had a local and systemic urticarial reaction along with wheezing and asthma. Rptr took off the gloves and treated herself. Rptr is suffering from progressive latex allergy.